Event description:
It was reported the epg (external pulse generator) was found in a drawer with a damaged screen. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the display lend was broken. Analysis also found that the keyboard was torn and the upper/lower cases, and ring cover were broken. The battery contacts were compressed and the encoder flex was out of electrical specification. The main printed circuit board was out of electrical specification. Both bail covers and bail were missing.